Event description:
It was reported that, during a thr procedure, the impactor shaft and the pommel are dissociated. Repetitive hammer hits cracked the instruments. The procedure was successfully completed without delay using a smith+nephew back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspections confirms the welded region on the r3 straight shell impactor was fractured. This was likely due fatigue loading of the weld joint caused by repeated impacts. The device exhibits signs of significant wear/ usage. A medical investigation was conducted and confirms this case reports that during a tha, the r3 straight impactor broke during use. Per complaint details, there was no patient injury or surgical delay, and the procedure was completed using a backup device. Therefore, no further clinical assessment is warranted. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.